Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that there was moisture inside the packaging. No obvious pinhole or damage was observed upon reviewing the packaging. A device history record review was performed, and no relevant findings were found. Further investigation has been initiated under teleflex's quality system by the manufacturing site to address the issue and implement corrective actions. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that prior to use during product inspection, "product sweats". No patient involvement.

Event description:
It was reported that prior to use during product inspection, "product sweats". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of 'product sweats' was confirmed based upon the sample received. Visual examination revealed that there was moisture inside the packaging. No obvious pinhole or damage was observed upon reviewing the packaging. A device history record review was performed, and no relevant findings were found. Further investigation has been initiated under teleflex's quality system by the manufacturing site to address the issue and implement corrective actions. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: additional manufacturer narrative: the reported complaint of 'product sweats' was confirmed based upon the sample received.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported that prior to use during product inspection, "product sweats". No patient involvement.